Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. It was found during troubleshooting that the connection on the extraneal bag was loose. The patient cycled the power to clear the alarm. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection to a solution bag which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.